Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Alleged issue: the balloon couldn't be deflated. Because of this the catheter was cut and still the balloon couldn't be deflated. So a stylette was used to deflate the balloon. There was no patient injury and patient's current condition is fine.